Manufacturer narrative:
The patient is (B)(6) years of age. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 15-30 minutes during treatment with a revaclear dialyzer, the dialysis machine generated several "air in blood" alarms. Eventually the alarms cleared but no air or bubbles could be observed within the extra-corporeal circuit. As result of the alarms, the patient experienced shortness of breath and chest pain. Patient was placed in minimum ultrafiltration rate and intrendelenburg position and received saline due to hypotension. Reportedly the symptoms dissipated. No additional information is available.